Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2013-08033. Promus element plus clinical study. It was reported that myocardial infarction (mi) occurred. On (B)(6) 2012, the subject presented with stable angina and elevated troponin cardiac enzyme and which was diagnosed as mi. Subsequently subject was referred for cardiac catheterization. The target lesion was a de novo bifurcated lesion located in the third diagonal with 100% stenosis and was 20 mm long with a reference vessel diameter of 2.40 mm. The lesion was treated with pre-dilatation and with stent placement of 2.50 x 28 mm and 3.50 x 16 mm pe plus stents in overlapping fashion. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged. On (B)(6) 2013, the subject presented with non-st-elevated myocardial infarction. Cardiac enzyme values were elevated consistent with protocol definition of mi (peak troponin = 0.11 ng/ml, uln = 0.10 ng/ml). ECG was performed and location was not identifiable. On same day, the event was considered as resolved.